Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). The issue is being investigated by manufacturing site.

Event description:
On 26th june, 2018 maquet (B)(4) became aware of an issue with one of surgical lights- lucea 100. As stated by technical support, the handle pin was broken. The issue occurred before the procedure however we decided to report the issue in abundance of caution as any particle falling might be a source of contamination. Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- lucea 50. As stated by technical support, the handle pin was broken. The issue occurred before the procedure however we decided to report the issue in abundance of caution as any particle falling might be a source of contamination. The replacement parts were delivered then to the customer. The involved handle is used to maneuver the surgical light to correctly set the light¿s illumination over the surgical area. It was established that when the issue occurred, the device did not meet its specification (since the handle pin was broken) and it contributed to the complaint. At the time when the issue was noticed the device was being used for patient treatment. The fixation handle is a part that is easily removable and must be sterilized in a sterilizer after each surgical procedure. The locking mechanism is composed by a steel axis, a spring and a circlip. It was reported that a part of the locking mechanism on the handle (circlip) was broken. It was confirmed by tests results that the most likely root cause of the breakage of circlips is corrosion of a2 steel. Therefore, it was decided to change the material to a4 stainless steel.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074; exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470.

Event description:
Manufacturer reference number: (B)(6).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).